Event description:
It was reported that the patients right ventricular (rv) lead exhibited a rising capture threshold. The lead was partially explanted and replaced. The physician chose to prophylactically replace the patients bi-v implantable cardioverter defibrillator (ICD) at the same time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: d274trk, ICD; implant: (B)(6) 2011; model: 419478, lead; implant: (B)(6) 2005. (B)(4).

Manufacturer narrative:
No eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.